Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that it appears that an incorrect label was placed on the product at the (B)(6) labeling site (product label should have said ecr60w with lot m4j72d, not ecr60g). No patient consequence reported.

Manufacturer narrative:
(B)(4). Photographic analysis: there was no sample received for analysis. Only pictures of the sample were received for analysis. One of the attached files contains a screenshot showing a comparison between the expected label and the label found. According to the customer, the label in the product is different from the one applied during the labeling process. No conclusion could be reached as to what may have caused the labeling reported event. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends.